Manufacturer narrative:
Based on the limited information provided, it is not known what role, if any, the lava ultimate played in the reported outcome. Other factors, such as prior tooth history or dental treatment, may have played a role in the reported need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required root canal therapy on tooth #11. This tooth had received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2014. On (B)(6) 2015, the patient reported pain in the tooth and received a root canal.